Event description:
It was reported that during an unk procedure, the handpiece gave an error code 3. Customer cannot provided anymore details about the circumstances in which the issue occurred. No pt consequence was reported.

Manufacturer narrative:
Eval summary: the hand piece was returned in good physical condition. It was tested on a generator and found to be functional. The hand piece was disassembled and evidence of moisture ingress was found. Due to this condition, it may lead for an error code 3 to occur. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.